Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2022 due to a post-op acquired infection. Upon hardware removal, no failure or deficiency was found with any tmc hardware and the patient's bones were fully fused.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2022 due to a post-op acquired infection. Additional information indicates the patient's bones were fully fused. The rep was not provided details regarding the infection nor the potential cause. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records for kit sk14 were reviewed and no issues were identified during the manufacture, sterilization or release of the kit that could have contributed to what was reported. The most likely cause of the reported event could not be determined. Although a number of factors could have contributed to what was reported, no facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.